Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call the insulin pump had a high pressure test failure. The customer blood glucose level was 255 mg/dl at the time of the incident. The customer had no symptoms. The customer treated the high blood glucose level with the insulin pump. The customer reported changing the infusion set and noticed the high blood glucose level after checking. The customer¿s current blood glucose level was 263 mg/dl. The insulin pump will be returned for analysis.